Manufacturer narrative:
(B)(4). Date sent: 10/6/2021. Additional information was requested and the following was obtained: what color cartridge was used in the procedure? 4 gst45b units and 3 gst45w units. Were there any problems with stapling or bleeding in the initial procedure? It was not visualized anything out of the normal. How was the bleeding detected? By fecal bleeding. About how much blood loss? Unknown but it was mild since the patient was under observation for one day and after that he was discharged. Was the site of the bleeding identified? Visually not, but the doctor said that he thinks it was in the enteroenterojejunal union. How was the bleeding treated? Unknown. Was blood product administered? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Concomitant products: gst45b ¿ lot # u40t06. Gst45w ¿ lot # u40u39. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: the spoke with dr. I.f. And said that the patient had intestinal bleeding in the enteroenteroanastomosis junction, for which he had left 1 day in observation and on august 21 he had been discharged without no problem. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used in the procedure? Was there any issue with staple formation or bleeding noted in the initial procedure? How was the bleeding detected? Approximately how much blood loss? Was the site of the bleed identified? How was the bleeding addressed? Was blood product administered?

Event description:
It was reported that after a gastric bypass the patient was readmitted due to a bleeding problem. At this moment there is no further information. Nothing out of the ordinary was observed during the surgery.